Manufacturer narrative:
(B)(4) date sent: 1/28/2021 three photos received. Upon visual inspection of three photos, the following was observed: the first photo shows a material list. The second photo shows three tyvek from the top view, with a green reload inside and a blue label pasted. Two labels show mrp with 15952 and one 191424. The third photo shows three packages from the artwork print area. One tyvek belongs to t41256 and two u4028e. Lot number (t41256) was reviewed on our quality tracking system and it belongs to a gst60g device, the manufacturing date printed on the box does match the expiration date recorded on our quality tracking system 2022-10-31. Lot number (u4028e) was reviewed on our quality tracking system and it belongs to a gst60g device, the manufacturing date printed on the box does match the expiration date recorded on our quality tracking system 2023-01-31. The artwork print on the tyvek was reviewed and compared with our system and no anomalies could be observed, artwork print complies with j&j standard. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information: "the mrp of gst60g is 15952/- (this label is pasted on each unit) the mrp of pack of 12 is rs. 191424/- (this label is pasted on outer carton of pack 12 units). The impact batch is u4028e. Similar batch has two different label pasted. It looks likes outer label is pasted on individual each. Please check. This is a march import and we have attached all the label orders raised in 2020." If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there is a mismatch in mrp in foils in similar batch from same carton.